Event description:
It was reported that non-sustained rv oversensing were observed. It was also noted that loss of biv capture as well as complete loss of ventricular capture in the episodes. The patient will be scheduled for an in-clinic check to re-assess thresholds and to adjust outputs accordingly. New information notes that programming changes were made on (B)(6) 2022. Device remains implanted. Patient was stable.